Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. 02-device evaluation anticipated, but not yet begun.

Event description:
It has been reported to us that during the procedure the marker band from the aspiration catheter became dislodged and remains in the left arterial descending artery. The physician inserted an aspiration catheter into the patient. The physician inserted a balloon catheter and pre-dilated the vessel. The physician was removing the aspiration out of the body and the physician felt a pop in his hands and noticed on the fluoroscope that the marker band was floating in left arterial descending. The physician was unable to retrieve the separated marker band and it remains inside the patient. Patient is reported to be fine.